Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: leak in the port, device not implanted.

Event description:
Healthcare professional reported 'there seems to have been a leak in the port of an expander'. Device was not implanted.

Event description:
Healthcare professional reported 'there seems to have been a leak in the port of an expander'. Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.5., a.6.

Event description:
Healthcare professional reported 'there seems to have been a leak in the port of an expander'. Device was not implanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed.